Event description:
A patient had an episode of ventricular fibrillation following an incision made with an electrosurgical unit. The patient was given epinephrine IV, CPR and defibrillated. The v-fib resolved and the patient returned to sinus rhythm. The procedure was aborted and the patient was extubated and transferred to the sicu.